Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens but the lens flipped over upon insertion, causing the injector to overide and tear the trailing haptic. The lens was removed with no pt injury, no enlarged incision or sutures.